Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance. Correction: although it was initially reported that the device was expected to be returned, subsequent information indicates the device was discarded. The guiding catheter was discarded and the dislodged stent was unable to be located at the facility. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. It is possible the sds was not properly supported during advancement in the guiding catheter, resulting in the reported resistance as the sds interacted with guiding catheter. Further manipulation as the sds was pushed against resistance would have resulted in the stent ultimately dislodging from the balloon. It should be noted the mini vision instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all stent delivery systems (sds) are checked for damage and crimped stent profile. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Return of the mini vision sds and guiding catheter used in the procedure may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for difficult to position in the guiding catheter or stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that a non-abbott rotoblader was used in the heavily calcified proximal right coronary artery (rca). A second lesion, the heavily calcified proximal left anterior descending artery (lad) was pre-dilatated and a mini vision (2.5 x 12) was advanced through a non-abbott guide catheter (gc) over a non-abbott guide wire (gw). The mini vision stent delivery system (sds) met resistance and could only be advanced half way to the lesion. While pushing the sds, the gc cath lost position and prolapsed into the aorta, pulling the wire and sds with it into the aorta. The sds and wire were pulled into the gc and all devices were removed from the body. The sds was placed in a bowl and the wire was wiped down and readvanced past the lesion. The same sds was removed from the bowl, for intended reinsertion, however, it was noticed that the stent was missing from the balloon. The dislodged stent was not angiographically seen in the body, nor on the table or in the bowl. The guide catheter had been discarded and was, therefore, not examined. The location of the stent is unknown, although the physician suspected the stent was likely in the unexamined, discarded guide cath. A new guide catheter was inserted over the same wire. A mini vision (2.5 x 15) was inserted on the wire, however, before it reached the guide catheter it became stuck on the wire and could not be moved forward or backward. While holding the wire, the sds was pulled back and the tip of the sds separated on the wire. The sds and separated tip were then manually removed from the wire.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. After the wire was wiped down with wet gauze, 3 vision stents were successfully implanted over the same wire without difficulty. The patient was asymptomatic and reportedly there was no adverse patient sequela. Though requested no additional information was provided. Guide wire: medtronic cougar. Guide cath: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. The 2.5 x 15 mini-vision is being filed under a separate medwatch MFR report number.